Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached normal end of life with okay telemetry and output.

Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3389, lot # unknown, product type lead.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the parkinson¿s disease patient experienced ¿tremors in the right upper and lower limbs¿ that were ¿becoming stronger.¿ interrogation of the patient¿s implantable neurostimulator (ins) displayed the end of service (eos) message and showed the remaining battery power was at 2.38v. It was noted the ins eos ¿occurred before the ins battery level reached the stipulated eos value.¿ impedance testing was performed at 0.75v and ¿both of them (the lead and ins) displayed a high impedance.¿ unipolar electrodes 0, 1, and 2 were found to be out-of-range with impedances of 2320, 2110, and 2143 ohms respectively, while bipolar electrode pair 0-2 had an out-of-range impedance of 4079 ohms. It was noted the patient¿s device was set to a unipolar setting utilizing electrode 3 and had a therapy impedance of 1196 ohms. The patient did not want to undergo any further interrogation of their device at that time, so communication with the ins was discontinued. A head x-ray was performed due to the concern of a possible disconnection/fracture or short circuit, but ¿no abnormalities¿ were found. It was ¿unknown¿ what may have caused the issue, though it was noted that ¿perhaps some kind of ins or electrode trouble had occurred.¿ the issue remained unresolved at the time of initial report. The patient¿s ins was replaced on (B)(6) 2016. It was noted that only an ins replacement had been scheduled and that if the lead and adapter impedances were measured without any problems that they would continue to be used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.